Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed testing) was confirmed. Upon evaluation the monitor failed a pulse test. The cause for the pulse test failure was isolated to an intermittent connection at transformer t2 on the defibrillator pca due to a poor solder. The root cause for the poor solder could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor failed functionality testing.